Event description:
The customer reported that intermittently the device did not recognize the therapy cable. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that intermittently the device did not recognize the therapy cable. There was no report of pt impact or involvement. A philips field service engineer evaluated the device and verified the reported symptom. The therapy pca was replaced to resolve the issue. The device passed all standard testing and was returned to service.